Event description:
1 each b-1 dissecting tool broken. Customer enclosed broken tool with devices needing repair. Requested replacement of tool only - no details of pt or conditions of event available.